Event description:
It was reported that a female patient underwent breast augmentation revision with a 380cc mentor smooth round high profile saline breast prosthesis on the left breast and suffered left breast capsular contracture (baker grade IV), post-operatively. As a result, the patient underwent breast implant removal and replacement with a 380cc mentor smooth round high profile saline (catalog: 3503380 lot: 9669354 sn: (B)(4) on (B)(6) 2022.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 15, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 380cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.